Event description:
It was reported that during a follow-up session, the battery voltage initially was 2.62v. During threshold testing it was 2.54v. Battery voltage after thresholds according to the quicklook screen was 2.29v and no low battery message. Battery voltage was rechecked 10 minutes later and measured 2.71v. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a follow-up session, the battery voltage initially was 2.62v. During threshold testing it was 2.54v. Battery voltage after thresholds according to the quicklook screen was 2.29v and no low battery message. Battery voltage was rechecked 10 minutes later and measured 2.71v. No patient complications have been reported as a result of this event. The device was later explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): performance data collected from the device indicated low telemetered battery voltage. On (B)(4) 2009 the battery voltage as part of daily measurement was 2.93v and in the office later that day it was 2.33v. Event assessment has determined that report of potential malfunction may result in unnecessary explant. Upon preliminary analysis, the battery telemetered value measured 2.81 volts. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) was the result of high internal battery resistance.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. Performance data collected from the device indicated low telemetered battery voltage. On (B) (4) 2009 the battery voltage as part of daily measurement was 2.93v and in the office later that day it was 2.33v. Event assessment has determined that report of potential malfunction may result in unnecessary explant.